Manufacturer narrative:
High bg issue- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) level was 136 mg/dl. As the customer was unable to load a cartridge successfully, the customer went to the emergency room (ER) with a bg level of 128 mg/dl with low to moderate level of ketones. While in the ER, customer reverted to insulin administration based on a sliding scale. The customer also received a flex pen of novolog and levemir. Approximately 5 hours later, the customer was released with bg levels within target range (80-120 mg/dl), with the customer feeling fine. Additionally, the customer was able to resume insulin delivery on the insulin pump.